Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak in the pump module area of the cycler after concluding the patient¿s pd treatment. There were no alarms reported. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown a new cycler was issued. Upon follow up, the pdrn stated the patient is new to pd therapy and currently undergoing training for stat drains, as well as manual peritoneal dialysis therapy. It was confirmed that the patient was able to complete treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Per clinical procedure the patient was prescribed kelflex for three days following the reported event. It was reported upon further inspection a pinhole was observed in the cycler set cassette film. The clinic has received a new cycler. The cassette used has been returned for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: d.9, g.1, h.3 plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. During the disinfection of the sample a leak was found on the cassette film. During the visual microscopic inspection a tear and damage in the cassette film were found. The leak was found only from the tear, no leak from the damage area was observed. The kind of damage observed could be caused by stress and strain on the film during teach pump when mushroom head is fully extended against the cassette. In the liberty select cycler user¿s guide there are indications for the patient to avoid this kind of damage: ¿use caution when touching the cassette film to prevent damage.¿ in addition, there are indications in the IFU of the liberty cycler set and, in the liberty select cycler user¿s guide to do not use the product if there is damage found in the cassette. ¿inspect cycler set tubing and cassette film for damage¿. The liberty select cycler user¿s guide also states: ¿warning: do not use damaged cassettes for your treatment. Damaged cassettes can lead to leaks, contamination, and infection¿. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The cause was linked to the device but unable to trace specifically. The alleged event was confirmed on the complaint product sample but unable to identify how the failure mode was generated.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak in the pump module area of the cycler after concluding the patient¿s pd treatment. There were no alarms reported. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown a new cycler was issued. Upon follow up, the pdrn stated the patient is new to pd therapy and currently undergoing training for stat drains, as well as manual peritoneal dialysis therapy. It was confirmed that the patient was able to complete treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Per clinical procedure the patient was prescribed kelflex for three days following the reported event. It was reported upon further inspection a pinhole was observed in the cycler set cassette film. The clinic has received a new cycler. The cassette used has been returned for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak in the pump module area of the cycler after concluding the patient¿s pd treatment. There were no alarms reported. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown a new cycler was issued. Upon follow up, the pdrn stated the patient is new to pd therapy and currently undergoing training for stat drains, as well as manual peritoneal dialysis therapy. It was confirmed that the patient was able to complete treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Per clinical procedure the patient was prescribed kelflex for three days following the reported event. It was reported upon further inspection a pinhole was observed in the cycler set cassette film. The clinic has received a new cycler. The cassette used has been returned for physical evaluation by the manufacturer.

Manufacturer narrative:
Corrected information: d.9